Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: at first the therapy was doing well, but then about 1.5 years ago patient noticed that every day or two they would experience a loss of therapeutic effect. Patient states when he would connect with the programmer and would press the navigate button and would feel the pulses again. Patient had general questions about programmer and button use which was reviewed. Patient did state that he thinks he was pressing the stimulation off button without realizing it, which would potentially also explain the loss of therapy. Patient services recommended the patient keep therapy turned on with stimulation at a comfortable level and if not resolved follow up with managing doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that when he takes and the antenna off the implant he "loses power" and confirmed by meaning that they only feels stimulation when the pp antenna is on the ins; during troubleshooting patient sync w/ the ins and reported seeing the stim on icon. Pat agent had patient to remove antenna from ins and turn pp off and patient said he started to "lose power" and that they did not push the stimulation off button and was receiving a syncronization error on the programmer of their interstim agent had patient sync with the ins again patient said when he synced he started to feel stimulation. Patient was directed to their health care professional to have the device checked. No symptoms were reported and no further complications were noted or anticipated.